Manufacturer narrative:
The lens was inserted and removed. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the tecnis monofocal iol (intraocular lens) was stuck in the cartridge and came out torn into the patient's eye. Reportedly, the lens was cut out and replaced with a back-up lens. The surgery was completed successfully and there was no patient injury. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/21/2018. Device returned to manufacturer: yes. Device evaluation: the pcb00v product was received in the original folding carton. A visual inspection and evaluation using magnification were performed. After the inspection, the lens was outside the device. The lens was observed without a haptic and cut in two (2) pieces. The push rod was observed that override the detached haptic. The other haptic looks in good conditions. The plunger and pushrod were observed in advanced position. Residues of viscoelastic material was observed on the lens. No assembly error and/or defect were observed in the preloaded device related to manufacturing process. The detached haptic was confirmed. However, the condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed no additional complaint for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.